Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
It was reported that in the ICU the balloon was in use for awhile. The pump alarmed with abnormal wave form and blood was found in the tubing. The balloon was removed and the pt was not doing well.